Event description:
It was reported that the surgeon could not remove the gamma nail because the set screw was damaged. He made two attempts to remove the set screw without success. The third attempt was successful.